Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, after deployment there was severe resistance at the junction of the distal and proximal guide when attempting to remove the device. Several manipulations under fluoroscopy were performed with no success in removing the proglide device. The device was able to be advanced freely; however, it could not be pulled back to remove. Due to the resistance, cut down surgery was performed to remove the proglide device from the patient anatomy. During the cut down surgery, it was found that the suture somehow became looped around the catheter preventing its release. Surgical suturing was performed to achieve hemostasis. Reportedly, there was a delay in the procedure as the patient had to undergo cut down surgery. Additionally, hospitalization was prolonged. There was no adverse patient sequela. No additional information was provided.